Event description:
Procedure type: low anterior resection. According to the reporter: the customer reports that the device disintegrated intra abdominally into several pieces after insertion of reusable clip applier size l teleflex. All pieces were retrieved. There was no pt injury or ill effect. There was no unanticipated tissue loss, tissue damage or bleeding. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).